Event description:
It was reported that upon interrogation of the pulse generator, it displayed and error message -the serial number is invalid-. The sensing and thresholds of the device was stable and functioning normal. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.